Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. No testing could be performed as the device was received non functional. The device was disassembled and a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. One ec45w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with the cartridge deck damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. If buttressing material was utilized, which product was used? No use. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? It did not return. How was the case completed? Operator cut the tissue around the jaw in order to remove ec45a. What is the current status of the patient? Fine.

Event description:
It was reported that during a laparoscopic hysterectomy procedure there was an accident of the device. Surgeon closed the jaw of device on cardinal ligament and he fired. When he did the fourth stroke, the knife did not come back and was stuck in the middle of the jaw. The surgeon did everything to return the knife including release button, but device did not work at all. Therefore, the operator decided to cut the tissue around the jaw in order to remove.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.